Event description:
After the transfemoral deployment in the correct position of a 23mm sapien valve, the final echo showed mild perivalvular leak (pv leak) and severe central aortic insufficiency (cai), it was determined that a leaflet was non-functioning. After unsuccessful maneuvers to free the leaflet, a 2nd 23mm sapien valve was placed slightly lower than the first. Final echo showed no cai and trace pvl. Tee annular measurement of 23mm and narrow sinus tubular junction (stj). The aortic annulus was severely calcified. The 23mm valve was not prepped prior to balloon aortic valvuloplasty (bav) due to the likelihood of not proceeding with the case if the bav (balloon aortic valvuloplasty) demonstrated the 23mm valve would be too small for annulus. The bav was done with a non edwards balloon and simultaneous contrast injection. Post bav the patient had severe central aortic insufficiency (cai) that was not tolerated and quickly decompensated, requiring an emergent prep of the 23mm sapien valve. Prior to instrumenting the valve into the body, the patient was placed on tandem heart support as CPR was initiated and inotrope support was given. The patient was defibrillated 8 times and CPR was continued with a good generation of pulse pressure. The patient's rhythm converted with defibrillation and the patient was hemodynamically stabilized. The decision was made to proceed with device (valve) implant. The device was positioned without the assistance of angiogram and deployed in a 50:50 position. Echo showed mild pvl and mild cai with the wire still across the annulus. The device and wire were removed and it was noted that the cai increased to severe. After further transesophageal echocardiogram (tee) evaluation it was determined that a leaflet was non-functioning. An attempt was made to free the leaflet with a jr4 catheter without success. The tandem heart was turned down to re-evaluate the leak and showed no change. A 2nd 23mm sapien valve was prepped and placed slightly more ventricular than the 1st. The 2nd valve was deployed in a good position with no cai and trace perivalvular leak (pvl). The tandem heart was weaned to 1.5l/min. Ep was called to reprogram the patient's pacemaker. After the sheath removal the tandem heart was weaned off and the patient left the room stable with no pressors and a cardiac output of 2.5l/min.

Manufacturer narrative:
Non-functioning leaflet. Echo and cine images of the procedure were sent to edwards for review. The following observations were made by the edwards medical director: severe bulky aortic valve calcification involving all 3 cusps (approx. 5mm in greatest diameter involving right coronary cusp (rcc)). Difference of sov (sinuses of valsalva) and annular diameter is consistent with severe obliteration of sinuses (sinus of valsalva 24.4mm, aortic annulus 23.0mm, stj 20.9mm). Moderate-severe cai. Cannot comment on valve positioning based on cine images provided, no root shot available. Post-valve deployment severe cai. Non-functioning leaflet rcc confirmed. Impressions: post bav cardiac arrest multi-factorial, may be secondary to: worsened ai, prolonged hypotension, intravascular volume depletion, pre-existing cad, and pre-existing low ef. Cannot determine cause for non-functioning leaflet based on images provided the sapien valve remains implanted in the patient. A device history review (DHR) for the valve was performed and all manufacturer's specifications were met prior to release for distribution.